Event description:
Initial results for a patient sodium/potassium/chloride were 113/3.4/63 meq/ml. When repeated, the results were 145/4.4/90. The incorrect results were not used to guide therapy. The field service rep found the rs was out of adjustment and repaired the instrument by adjusting the rs.